Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, an aria inflation device was selected; however, while preparing the device the hand of the pressure gauge was already pointing towards 7 atm. The hand on the pressure gauge didn't move and stayed pointed at 7 atm. The procedure was completed with another of the same device. Not patient complications were reported and the patient's state is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the gauge needle was stuck at 7 atms. Functional testing was carried out; however, it was noted that the flexcil line of the aria device was block with saline/contrast media. The flexcil line was placed in warm water and it was possible to dissolve the saline/contrast media. After the blockage was removed from the aria flexcil line the gauge needle did not return to zero. The aria device was inflated from 7atms to 22atms and no issues noted. The aria device locking mechanism was released and the gauge needle did not return to the zero zone. This test was completed three times and at no stage did the gauge needle return to the zero zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure. An aria inflation device was selected; however, while preparing the device the hand of the pressure gauge was already pointing towards 7 atm. The hand on the pressure gauge didn't move and stayed pointed at 7 atm. The procedure was completed with another of the same device. Not patient complications were reported and the patient's state is fine.

Manufacturer narrative:
(B)(4).